Event description:
Boston scientific received information that, during follow-up, this implantable cardioverter defibrillator (ICD) displayed high out of range shock impedance measurements. Attempts were made to program this ICD to triad configuration and single-coil configuration, but out of range measurements were still observed. This ICD was then programmed to cold-can, which produced in range measurements. Defibrillation threshold testing was performed successfully. No lead revision planned at this time. ICD remains in cold-can configuration. There were no adverse patient effects reported, and this patient will undergo normal follow-ups.

Manufacturer narrative:
This ICD remains in service. At this time there is no additional information. Should additional information become available this report will be updated.